Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a bankart repair surgical procedure, it was observed that two lupine br ds w/orthcrd anchor devices failed to purchase in the bone and pulled out while attempting to toggle the anchor. It was reported that a third anchor device was used to complete the procedure without any delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The exp date was reported as unknown in the initial report and has been updated as 8/31/2021; therefore, UDI: (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. As reported the implant migrated out of the bone hole. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure a non-conformance search was performed for this part#:210712 lot#:l991841 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformances were identified for this part-lot number combination. Review conducted per nr-0108348 per qlik query executed 11/30/2018.